Event description:
The customer contacted stryker to report that they are unable to switch between defibrillation modes (manual and AED). In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was evaluated by a stryker depot technician. The technician could not verify nor duplicate the issue. There was no problem found with the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that they are unable to switch between defibrillation modes (manual and AED). In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.